Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) inspected the device and uploaded the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred.